Event description:
It was reported that the wake button was unresponsive. There was no reported adverse impact to customer's blood glucose level. Reportedly, customer reverted to an alternate method of insulin therapy.